Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.

Event description:
It was reported that the general surgeon experienced jamming of the clips, while using the visistat skin stapler in the theatre. Another unit was used with satisfactory results. No pt injury reported.